Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy bag. The cause of the events was not reported; however, it was noted the patient was due for a transfer set change. It was reported the patient presented to the emergency department and was sent home after a culture was performed. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.